Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was giving inaccurate readings. They replaced the multigas unit with a spare, which was working as expected. No patient harm was reported. Investigation summary: the device was sent in for evaluation. During the evaluation of the reported device nihon kohden repair center (nk rc) was not able to confirm the issue of inaccurate readings. No issues were observed in the device's operation during the evaluation. As such, a root cause cannot be determined. However, the gas module pump was replaced, and the software was upgraded as a preventative measure. In a previous ticket, 153573, the customer had swapped out the gf-210ra with another unit which did not resolve the issue. The customer was comparing values with a third-party device. As no issues were confirmed, it is likely that the cause of the value discrepancy is related to the third-party device or to use error. Attempt #1 on 10/05/2022, emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient information as requested. Additional device information: d10: concomitant medical device: the following device was used in conjunction with the multigas unit. Bedside monitor: model: cu-192ra. Sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that the multigas unit was giving inaccurate readings. They replaced the multigas unit with a spare, which was working as expected. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the anesthesiologist is saying the o2 number on the drager machine at 100% should match the o2-I number on the g9 at 68%, and it was not. They replaced the gas unit with a spare unit, and the values were in agreement. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the multigas unit. Bedside monitor: model: cu-192ra, sn: (B)(4).

Event description:
The biomedical engineer reported that the anesthesiologist is saying the o2 number on the drager machine at 100% should match the o2-I number on the g9 at 68%, and it was not. They replaced the gas unit with a spare unit, and the values were in agreement. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates: d1 brand name: corrected the brand name from gf-210ra to gf-210r. D4 additional device information / model #: corrected the model # from gf-210ra to gf-210r. D4 additional device information / catalog #: corrected the catalog # from gf-210ra to gf-210r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the multigas unit was giving inaccurate readings. They replaced the multigas unit with a spare, which was working as expected. No patient harm was reported.